Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 4.5 years post initial right tka, this patient presented in clinic after receiving recall letter with pain, swelling, and x-ray indication of medial poly wear. Magnetic resonance imaging (MRI) did not show loosening but did show synovitis. Surgeon performed revision. Surgeon used a osteotome to removed the old pins wet. The patient¿s insert was exchanged and knee washed out. The knee was stable with good range of motion (rom) with same size poly 9mm. Patient was last known to be in stable condition. Surgeon commented that the insert did not look extremely worn but did have some pitting and indention. X-ray received. The device is not available for evaluation due to patient will be collecting her old poly for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3, h6, h7 and h9 have been updated accordingly. (H3) the revision reported was likely the result of the patient¿s pain and swelling. Prosthesis wear of the tibial insert was also reported but appears minimal in the images provided. However, this cannot be confirmed because the revised tibial insert was not returned to exactech for evaluation. An additional contributing factor to the revision may have been inclusion of the tibial insert in the packaging recall. The most probable root cause associated with the reported event of ¿prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: h6. MDR section codes updated/corrected: d, e, g. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of the patient¿s pain and swelling. Prosthesis wear of the tibial insert was also reported but appears minimal in the images provided. However, this cannot be confirmed because the revised tibial insert was not returned to exactech for evaluation. An additional contributing factor to the revision may have been inclusion of the tibial insert in the packaging recall. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.